Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device had corrosion and debris built up over time. The assignable root cause was due normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during a spine surgical procedure, it was discovered that the bearing sleeve attachment device used along with an unknown burr device was stuck inside angle driver attachment device. It was further reported that the bearing sleeve attachment was bent. According to the reporter, there was no fracture to the burr. There were no delays to the surgical procedure and spare devices were available for use. The surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.